Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an ultraflex esophageal ng distal release covered stent was to be implanted to treat a 33cm-44cm malignant esophageal stricture during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the ultraflex esophageal stent did not fully expand. The ultraflex esophageal stent was successfully removed from the patient with forceps. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported be unchanged.

Manufacturer narrative:
Block b5 has been updated with the additional information received on january 13, 2023. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation on december 19, 2022, that an ultraflex esophageal ng distal release covered stent was to be implanted to treat a 33cm-44cm malignant esophageal stricture during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, the ultraflex esophageal stent did not fully expand. The ultraflex esophageal stent was successfully removed from the patient with forceps. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported be unchanged. It was reported that another ultraflex esophageal stent was implanted to complete the procedure.